Event description:
It was reported on (B)(6) 2015 that this vns patient is deceased per the neurologist office. The cause of death is unknown. Per obituary searches, it was found that the patient passed away on (B)(6) 2012. Follow-up with the funeral home that the patient was seen at found that the patient was cremated and the devices were explanted and disposed of. In the state that the patient passed away from vital records are not open to the general public and can only be obtained by the individual, guardian or other legal party. No further relevant information has been obtained to date.